Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. Patient reported that their old health care provider (hcp) gave them botox for the bladder stings/spasms in (B)(6) 2015 and (B)(6) 2016. Patient mentioned that their new hcp said they did not do botox and implants and thought patient needed their device reprogramed/ adjusted. Patient stated they have utis this year. Patient stated that the interstim therapy was helping them more than 50% with the sting and spasms. Patient was recommended to discuss their concerns with the hcp's office. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had utis on (B)(6). They didn't think the utis were related to the device or therapy. Their doctor gave them a prescription for the utis.